Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of ECG signal is unstable. There was patient involvement, and no adverse event was reported. A getinge field service engineer arrived at the site and confirm the equipment failure with the customer. Fse confirmed that the reported failure is an ECG signal failure. Checked and find that the ECG lead wire connector has poor contact. In order to fix the issue, fse replaced the ECG lead wire the test parameters meet the factory requirements. The equipment is returned to the customer and allowed for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1: telephone number : (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG signal is unstable. The unit was replaced. There were no injuries reported.